Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their device heart rate is set for 60 beats per minute (bpm), but has been dropping to or under 40bpm since (B)(6). For the past 1-2 weeks it has been consistently at or about 40bpm. The patient is lethargic and wants to sleep all the time. Follow up was conducted and the patient has not been seen at the clinic. The device remains in use. No patient complications have been reported as a result of this event.